Event description:
It was reported that this brady lead was a case of an attempted implant as the helix was unable to retract. The brady lead extension/retraction mechanism was compromised at some point during implant. Moreover, when the physician tried to remove the lead from the patient's body, the helix broke off which resulted to abandoned in the patient's interventricular septum. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h1: type of reportable event.

Event description:
It was reported that this brady lead was a case of an attempted implant as the helix was unable to retract. The brady lead extension/retraction mechanism was compromised at some point during implant. Moreover, when the physician tried to remove the lead from the patient's body, the helix broke off which resulted to abandoned in the patient's interventricular septum. This brady lead was replaced with the same model and never in service. No additional adverse patient effects were reported.